Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The helix/lobe was noted distorted/bent.

Event description:
It was reported that during the implant procedure, the lead got caught just above the valve, while trying to move from that area the helix extended and then stretch. The device was not implanted. No patient complications have been reported as a result of this event.